Event description:
During baxter's evaluation, a spectrum pump had a delayed keypad response. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom of delayed keypad response identified during baxter's evaluation, was reproduced and confirmed through further testing. This condition (approximately 3 second delay) was determined to have been caused by a failed processor printed circuit board (pcb). The processor pcb was replaced.